Event description:
It was reported that the device was being used in a craniotomy procedure to cut a bone flap when it stopped working. The surgeon still had his foot on the footpedal, when after wiggling the device to free the duragard, the duragard came loose and the drill started to run again. This caused the drill to cut through the partial bone flap and the partial bone flap fell on the floor. The doctor was able to use a mesh in place of the partial bone flap to fill the void, which has described as small by the surgeon. The procedure was completed successfully without any further adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.